Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology were unremarkable. The stent grafts were implanted and the final angiogram at the time of the initial implant was good. It was reported that the following morning, the pt's legs could not move and was paralyzed from the waist down. The physician believes that there may be spinal cord ischemia due to the procedure. The physician placed a spinal drain in an attempt to address the paralysis; however, the following day, the pt was still paralyzed from the waist down. Some time after the procedure, the pt had emesis and aspirated. It was reported that the pt later expired. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(6). Eval: results: (paralysis, death), (emesis and aspirated), other, (exact cause of paralysis is unk). Conclusion: (exact cause of paralysis is unk).